Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported). 42536006701 persona 0* keel left size d cemented tibia lot# 65644701. 42512100411 persona articular surface medial congruent left 11mm lot# 66228558. 42540000032 persona all poly patella cemented 32mm dia lot# 66526072.

Event description:
It was reported a patient reported dizziness, nausea, fatigue, shortness of breath, and hypotension about three weeks post tka. The patient and was transferred to the emergency room via ems. A CT scan confirmed a nonocclusive sub-segmental pulmonary embolism with left upper lobe and was hospitalized for two days for anticoagulation therapy. The patient was discharged home two days later, prescribed on apixaban for three months. At the three month follow-up, the patient was progressing well and remained satisfied with all implants in place.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11 procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop which can then break free within the vessel and occlude or block the blood flow in the lungs, known as a pulmonary embolism (pe). As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.